Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test p-cap locks properly in the reservoir compartment noted. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the device. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 41 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as thrashing around in bed. The customer was wearing the insulin pump during the incident. The customer reported sensor glucose versus blood glucose differences. Troubleshooting was completed and the pump passed a displacement test. The customer reported pump physical damage. The insulin pump will be returned for analysis.